Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was not calling after receiving new battery call. Customer did try multiple batteries for insulin pump. The insert battery alarm did not display on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify missing segments or partial display due to display anomaly.